Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette error. There was no patient involvement.

Manufacturer narrative:
D9. Date returned to mfg: 01-oct-2024. Investigation summary: the affected device was returned for evaluation. Conducted incoming performance verification tests and visual inspection. Confirmed customer complaint. Attached 50ml, 100ml, and standard admin cassettes and the alarm for ¿cassette not attached properly¿ triggered. Visual inspection also found lots of scratches on the lcd (liquid crystal display) lens as well as latch handle loose, and the downstream occlusion sensor seal was cracked which resulted in contamination. Visual inspection also found a chip in the chassis where the downstream occlusion seal sits as well as remote dose malfunction. Replaced latch lock, latch lock flex, lcd lens, and downstream occlusion sensor seal, downstream occlusion sensor, air detector, upstream occlusion sensor, chassis, and pwa (printed wireless assembly) main board. Conducted performance verification tests. Device passed all tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.